Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. Due diligence performed in attempting to gather more information was unsuccessful. The company was informed that the recipient's device has been activated. This is the final report.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced a perilymph gusher during implant surgery. The gusher was successfully repaired.